Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter with serial number (B)(4) when the patient tested consecutively.  The reporter called because the meter's unit of measurement was incorrect. This happened after he changed the batteries and reset the date and time. The meter result at 7:07 am was 50.5 sec; the corrected result was 4.2 inr. The meter result at 7:16 am was 46.7 sec; the corrected result was 3.9 inr. The meter result at 7:19 am was 38.6 sec; the corrected result was 3.2 inr. The meter result at 7:28 am was 39.0 sec; the corrected result was 3.2 inr. The reporter stated that he does not always dose the strip within 15 seconds. The therapeutic range is 2.5-3.5 inr. The interval of testing is every week.

Manufacturer narrative:
Hold for mb 1.10the reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 3.0 inr on (B)(6) 2022 was observed in the meter¿s result memory as 5.0 inr. The customer's alleged results in (B)(6) 2022 were observed in the meter's result memory. However, the date and time were set incorrectly. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  The customer's meter was set to "sec". This issue was resolved after the call agent reviewed with the customer the procedure for changing the unit to inr. All strip lots include the updated labeling. Product labeling states "caution: the coaguchek xs meter is pre-set to display results in the international normalized ratio (inr). The meter is also capable of displaying results in seconds (displayed on meter as sec) and % quick (displayed on meter as %q) (a measuring unit used mainly by healthcare professionals in europe). When testing for inr, you must confirm that the measured result is displayed in inr prior to using the result and whenever the date and time settings are modified. To reset the measuring unit to inr, follow the instructions in the testing a blood sample section of the coaguchek xs system user manual for self-testing, version 8.0 and higher or call the roche diagnostics technical service center at 1-800-428-4674 for assistance, if the result is displayed in %q or sec." The customer stated that he does not always dose the strip within 15 seconds. Product labeling states "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." The investigation did not identify a product problem. The cause of the event could not be determined.  Initial reporter occupation: occupation: patient/consumer.